Manufacturer narrative:
The field service engineer indicated that on arrival the module is in operation. The customer stated they discovered a clot hanging from the sample probe and cleaned it, ran calibration and qc, and no had further issues. The investigation determined the customer¿s actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for seven patient samples with a cobas 6000 c501 module. Sample ID (B)(6): the initial na result was 131 mmol/l. The repeated result was 145 mmol/l. The initial k result was 3.4 mmol/l. The repeated result was 4.2 mmol/l. Sample ID (B)(6): the initial na result was 131 mmol/l. The repeated result was 142 mmol/l. The initial k result was 3.5 mmol/l. The repeated result was 4.2 mmol/l. Sample ID (B)(6): the initial na result was 122 mmol/l. The repeated result was 139 mmol/l. The initial k result was 3.8 mmol/l. The repeated result was 4.8 mmol/l. The initial cl result was 118 mmol/l. The repeated result was 102 mmol/l. Sample ID (B)(6): the initial na result was 123 mmol/l. The repeated result was 135 mmol/l. The initial k result was 3.1 mmol/l. The repeated result was 4.5 mmol/l. Sample ID (B)(6): the initial na result was 126 mmol/l. The repeated result was 134 mmol/l. The initial k result was 4.3 mmol/l. The repeated result was 4.8 mmol/l. The initial cl result was 109 mmol/l. The repeated result was 99 mmol/l. Sample ID (B)(6): the initial na result was 133 mmol/l. The repeated result was 140 mmol/l. The initial cl result was 107 mmol/l. The repeated result was 102 mmol/l. Sample ID (B)(6): the initial na result was 121 mmol/l. The repeated result was 137 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The na electrode lot number was p67. The k electrode lot number was x40. The cl electrode lot number was h86. The expiration dates were requested but not provided.